Event description:
A malfunction was reported with the customer's pump, displaying a malfunction code. There was no indication of an adverse impact on the customer's blood glucose level. The pump replacement was not organized since it had already been replaced previously.